Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal case.

Event description:
On (B)(6) 2014 patient underwent a synovectomy and poly exchange due to continued pain, swelling, and clicking in her hip. Suit filed in massachusetts.